Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device became inoperable, displaying only the options 'user preference' and 'maintenance' on the screen.the customer reported that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in sales force which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-dec-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the area had been removed from the device. A technical support specialist added the area back to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.